Event description:
It was reported that the pump was alarming 'no disposable- pump won't run' with cassette. The patient moved the cassette to second pump and the pump was able to run with no alarm. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.